Event description:
It was reported that the craniotome device was "bent". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, however, the reporter clarified that the event occurred in (B)(6) 2014. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment revealed that the tip of the device was twisted. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.